Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplantation surgery due to infection. The cuff and pump components of the previous aus were explanted prior to the reimplantation surgery. The patient was reimplanted with a replacement 4.5 cm cuff, and balloon. It is unknown if the explanted cuff and pump are being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.